Manufacturer narrative:
No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed that both of the plunger cases were cracked. Auxiliary control unit (acu) watchdog failure and check syringe flange sensor found in the event history log. During functional testing using the power up process and the syringe test the reported issue was unable to be duplicated. The syringe flange was found working properly at syringe test. And was unable to duplicate the acu watchdog failure at power up the root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced ear clip for preventive and repair was not needed per acu watchdog failure due to no problem found. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited auxiliary control unit (acu) watchdog failure and the syringe flange was too loose. No patient injury was reported.